Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions to the customer on how to put the pump into storage mode and return it using a pre-paid label. The customer was also advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and they acknowledged the instructions.